Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control 8 x 40 stent jumped approximately one cm. (1 cm.) Distal to the intended target lesion. An additional smart control 8 x 40 stent was deployed to cover the proximal lesion. The entire lesion was fully covered. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: a 90% stenosis, moderately calcified and tortuous. An ipsilateral approach was made. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern and grey background was visible. The product was stored and handled properly according to the IFU. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The diameter of the unconstrained stent size was one to two mm. Larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends during advancement. There was no reported difficulty during advancement of the sds through the vessel towards the lesion. No unusual force was applied at any time during the procedure. The lesion was pre-dilated. There was no reported difficulty or resistance noted while crossing the target lesion. The locking pin of the device was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment.

Manufacturer narrative:
The handle of the device was held flat and straight outside of the patient as per the IFU. It was not known if the stents were overlapping. There was no reported difficulty or resistance during deployment. The additional stent expanded fully and had good wall apposition. It is not known if the stents were post-dilated. The residual stenosis was unknown. There was no thrombus noted post-deployment. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, the smart control 8 x 40 stent jumped approximately one cm. (1 cm.) Distal to the intended target lesion requiring an additional smart control 8 x 40 stent to be deployed to cover the proximal portion of the lesion. There was no reported patient injury. The target lesion was a 90% stenosed, moderately calcified and tortuous right external iliac artery. An ipsilateral approach was made. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern and grey background was visible. The product was stored and handled properly according to the IFU. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The diameter of the unconstrained stent size was one to two mm. Larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends during advancement. There was no reported difficulty during advancement of the sds through the vessel towards the lesion. No unusual force was applied at any time during the procedure. The lesion was pre-dilated. There was no reported difficulty or resistance noted while crossing the target lesion. The locking pin of the device was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside of the patient as per the IFU. It was not known if the stents were overlapping. There was no reported difficulty or resistance during deployment. The additional stent expanded fully and had good wall apposition. It is not known if the stents were post-dilated. The residual stenosis was unknown. There was no thrombus noted post-deployment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15646793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.